Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not complete the boot up process and it froze on the start up screen. As a result, defibrillation therapy may be unavailable, if needed.